Event description:
Procedure: thoracotomy. Reportedly, there was an inadequate seal which resulted in a leakage of blood from the tissue. Approximate vessel size was 3mm-4mm. A double seal was used and an end cycle tone was reached. There was further report of a patient impact or injury.